Event description:
Event description guidant received information that this cardiac resynchronization therapy-defibrillator (crt-d) reported a warning message indicating an out-of-range impedance. The measurement was taken shortly after implant; therefore, a guidant technical services consultant suspects the source is an incomplete setscrew connection. The consultant recommened troubleshooting. A guidant field representative indicated that the device system and connections would likely be investigated invasively.